Event description:
Event [preferred term] (related symptoms if any separated by commas), bgl reached 700 mg/dl (hyperglycemia) [hyperglycaemia], didn't inject the full accurate insulin dose [device delivery system issue]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a health care professional as "high acetone level in the blood(acetone increased)" with an unspecified onset date , "bgl reached 700 mg/dl (hyperglycemia)(hyperglycemia)" with an unspecified onset date , "didn't inject the full accurate insulin dose(inaccurate delivery by device)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", actrapid penfill (insulin human 100 iu/ml) (dose, frequency & route used-unk) from unknown start date for "diabetes mellitus". Dosage regimens: novopen 4: actrapid penfill: current condition: diabetes mellitus (type and duration were not reported). On an unknown date it was reported that the novopen 4 did not inject the full accurate insulin dose as a result the patient suffered from hyperglycemia, blood glucose (blood glucose) reached 700 mg/dl and high acetone level(acetone) in the blood, values and units not reported and was hospitalized (duration not reported) in the ICU because of the technical issue of her np4. Batch numbers: novopen 4: mvg8b66 actrapid penfill: not available. Action taken to actrapid penfill was not reported. The outcome for the event "high acetone level in the blood (acetone increased)" was not reported. The outcome for the event "bgl reached 700 mg/dl (hyperglycemia)(hyperglycemia)" was not reported. The outcome for the event "didn't inject the full accurate insulin dose (inaccurate delivery by device)" was not reported. Reporter's causality (novopen 4) - high acetone level in the blood (acetone increased): possible. Bgl reached 700 mg/dl (hyperglycemia)(hyperglycemia) : possible . Didn't inject the full accurate insulin dose (inaccurate delivery by device): unknown. Company's causality (novopen 4) - high acetone level in the blood (acetone increased) : unlikely bgl reached 700 mg/dl (hyperglycemia)(hyperglycemia) : possible didn't inject the full accurate insulin dose (inaccurate delivery by device) : possible. Reporter's causality (actrapid penfill) - high acetone level in the blood (acetone increased) : unknown. Bgl reached 700 mg/dl (hyperglycemia)(hyperglycemia) : unknown . Didn't inject the full accurate insulin dose (inaccurate delivery by device) : unknown. Company's causality (actrapid penfill) - high acetone level in the blood(acetone increased) : unlikely bgl reached 700 mg/dl (hyperglycemia)(hyperglycemia) : possible didn't inject the full accurate insulin dose(inaccurate delivery by device) : possible. No further information available. Company comment: blood ketone body increased is assessed as unlisted event; hyperglycaemia is assessed as listed event according to the novo nordisk current ccds in actrapid penfill. Relevant information on medical history, any history of trauma or infection which precipi-tates diabetic ketoacidosis, therapy details with actrapid, action taken and outcome of the events, and investigation results from faulty device are unavailable for complete cau-sality assessment. Blood ketone body increased could be a sign of diabetic ketoacidosis. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill.

Event description:
Case description: investigation results: name: novopen 4, batch no: mvg8b66. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: actrapid penfill, batch no: unknown~ no investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission the case has been updated with the following malfunction updated as no. Is non-reportable updated as no. Investigation results updated. Final report ticked, expected date of fu report removed in EU/ca tab. B, c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. Company comment: blood ketone body increased is assessed as unlisted event; hyperglycaemia is assessed as listed event according to the novo nordisk current ccds in actrapid penfill. Relevant information on medical history, any history of trauma or infection which precipi-tates diabetic ketoacidosis, therapy details with actrapid, action taken and outcome of the events, and investigation results from faulty device are unavailable for complete cau-sality assessment. Blood ketone body increased could be a sign of diabetic ketoacidosis. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. Final manufacturer comment: 09-may-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition diabetes mellitus is a significant confounding factor for the development of hyperglycaemia and its complications. H3 continued: evaluation summary name: novopen 4, batch no: mvg8b66 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination